Event description:
It was reported that the lead dislodged. The patient reported feeling that the heart rate is going too fast when being active, having to sit down and rest for a while. The lead was explanted and replaced, and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.